Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Corrected fields: a2, a4, a5, a6, b5, b6, b7, e3 - occupation, g4 - PMA/510(k) #. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image shows speckled snowflakes (noisy image) due to u-plug (ultrasound plug) unit was not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had noisy image. This was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.